Manufacturer narrative:
A ge oec service representative investigated the issue and had a recurrence of motion issues as previously repaired. Known issue with system. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system booted with motion errors.